Event description:
Pt is undergoing surgery to explant contralateral cochlear implant. Implant surgeon will electively implant and replace ipsalateral implant during same surgery. Surgery to explant the pt's device has been scheduled.